Manufacturer narrative:
Follow-up #1 date of submission 10/07/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/21/2015 with the following findings: a review of the pump black box data revealed evidence of power interruptions and cs 052/054 errors occurred. During a visual inspection of the pump, there was evidence of moisture observed behind the display lens. The battery compartment was observed to be cracked. The returned battery cap secured properly to the pump. The pump powered on to a blank display due to internal moisture contamination. The audible tone and vibration alert were found to function properly. The pump case was removed and evidence of moisture contamination was found throughout the inside of pump. The complaint of a power issue was not able to be adequately investigated due to the blank display and internal moisture contamination. (B)(4)

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.